Event description:
Lot number 4277522.

Manufacturer narrative:
(B)(4) follow up for device evaluation - updated lot number a customer reported the presence of an embedded particulate within a 50 ml syringe. To support the investigation, one sample¿received without its packaging blister¿was submitted for evaluation by the quality team. Upon visual inspection, a dark-colored speck of embedded degraded resin was observed at the bottom of the syringe barrel. No additional defects or imperfections were noted. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these periods, degraded resin may detach and become incorporated into molded components. A review of the device history record (DHR) was conducted for material number 309653, lot 4277522. The evaluation did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the analysis of the returned sample, the reported issue has been confirmed.

Manufacturer narrative:
(B)(4) follow up for device evaluation a customer reported the presence of an embedded particulate within a 50 ml syringe. To support the investigation, one sample¿received without its packaging blister¿was submitted for evaluation by the quality team. Upon visual inspection, a dark-colored speck of embedded degraded resin was observed at the bottom of the syringe barrel. No additional defects or imperfections were noted. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these periods, degraded resin may detach and become incorporated into molded components. Based on the analysis of the returned sample, the reported issue has been confirmed.

Manufacturer narrative:
It was reported an embedded particulate was in a 50ml syringe. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.

Event description:
Description: it was reported by customer that identified an embedded particulate. Verbatim: on (B)(6) 2025 during downstream (ds) ultracentrifuge (uc) tube filling operations for ds lot 618451 in room (rm) (B)(6) bioprocess engineer (bpe) I identified an embedded particulate in a fifty (50) milliliter (ml) syringe, item number 2121 lot number r281981 that was being used for processing product. Where in the process it was found? Downstream. Did the complaint component/material come into contact with any media/buffer/, etc? (Buffers containing glycine, nacl, sucrose, and poloxamer 188, commercial product) yes.